Manufacturer narrative:
A visual and dimensional inspection was performed on the returned device. The reported material separation and material deformation were confirmed. The reported failure to advance could not be tested as it was based on operational context. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. It was reported that the stent delivery system (sds) interacted with the patient¿s moderately calcified lesion during advancement, resulting in the reported failure to advance and subsequent material deformation (stent). Analysis of the returned sds confirmed the reported material deformation. It was noted that the shaft was bunched and bent, and the stent struts were bent and stretched, this type of damage is consistent with interaction with the anatomy. Additionally, it was reported that the shaft separated. It is possible that the damage noted to the shaft compromised the sds¿s integrity and maneuverability, contributing to the reported separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a calcified lesion in the circumflex coronary artery and bifurcation of the left marginal branch. The 3.0x48 mm xience xpedition stent delivery system (sds) failed to advance to the lesion due to the anatomy. The stent rods [struts] became deformed. There were no adverse patient effects and there was no clinically significant delay int he procedure. Another xience xpedition sds was used to complete the procedure. Returned device analysis identified that the hub/sidearm was separated and the account stated it occurred during the procedure. The separated portion was removed normally [simply withdrawn] and was discarded. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.